Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID: (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures."

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The patient stated that the ventilator inoperative alarm sounded during use. The sales rep visited the patient's home and replaced the device with another a40. The reported issue could not be duplicated during operational checks. A review of the alarm log confirmed that a ¿ventilator inoperative¿ alarm had been recorded. Additionally, it was confirmed in the drpt that error code e-096 had been recorded. As a potential memory failure was considered the root cause, the main pca, including the memory component, was replaced. Periodic maintenance was performed. As part of this maintenance, the blower and outlet flow path were replaced to prevent potential failure. The unit was then subjected to a full overall check, cleaned, and functionally tested. The software version was verified and confirmed to be 3.6.5.